Manufacturer narrative:
A ge representative evaluated the system and replaced the table-generator interface board. The system operates as intended.

Event description:
It was reported that the system intermittently would not boot up. There is no report of pt injury or death.